Event description:
It was reported that the customer was hospitalized for hyperglycemia due to not programming the pump. The nurse stated that an error alarm occurred prior to the event. It was indicated that the event was due to user error. The customer did not reprogram the pump after receiving the error alarm. No further details.